Event description:
It was reported that the customer was hospitalized for high blood glucose of 569mg/dl. Troubleshooting was performed. The insulin pump was accounting the bolus and basal in the daily totals properly. The date and time on the insulin pump was correct. Ran a fixed prime test and the insulin exited. It was stated that the customer wears the infusion set for three days. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as not product has been returned. No conclusion can be drawn at this time. We, therefore consider this report complete to the best of our knowledge.